Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 25-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown) 25 mg/ml at 3.745 mg/day to 1.219 mg/day (min rate) on (B)(6) 2024 via an implantable pump for unknown indication for use. It was reported that the healthcare provider stated the reason for the pocket revision done on (B)(6) 2024 was because the patient had been ¿spinning the pump in the pocket¿ and had complained of loss of therapy. During the pocket revision, the catheter was found to be twisted and damaged. The hcp decided to move the pump to the patient¿s left flank and replace the damaged catheter with a new 8784. On 03/15/2024 the hcp stated that the patient was being treated for overdose symptoms and possible overdose and requested company rep to turn down the infusion to minimum rate which was done. Additional information indicated that approximately 8:15 pm after confirming with managing physicians team, the infusion was adjusted to minimum rate 0.156 mg/day. It was reported as unknown if the issue resolved with patient's status being "alive-with injury". The patient's weight and medical history were asked, but made unknown. Additional information was received from the company representative (rep) via the healthcare provider (hcp) indicating the infusion rate was kept the same during the catheter revision. The company rep was told that the patient was admitted to the emergency room (ER) the day after the pocket/catheter revision and was unresponsive. When they arrived, the patient was intubated. They were not given additional information regarding the patient¿s health when they were at the ER lowering the infusion rate. The company representative was not told that there was an infusion related issue. They were only asked to turn down the infusion rate which they did. The company representative followed up with the patient¿s pump management physician¿s team. They were told today (B)(6) 2024 that the patient was awake and recovered. They were also told that the patient had low blood sugar.